Event description:
It was reported that noise was detected on the biotronik rv lead during a routine follow-up interrogation. A new rv lead and device was implanted per the request of the physician although there was no inappropriate device operation reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
It was reported that noise was detected on the biotronik rv lead during a routine follow-up interrogation. A new rv lead and device was implanted per the request of the physician although there was no inappropriate device operation reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).